Event description:
The following information was provided: post revision the patient reportedly continues to experience pain and mobility limitations and requires assistance for ambulation. The event was identified several years after the original implantation and involved multiple prior orthopedic surgeries on the same hip.